Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product event summary: the full delivery system was returned, analyzed, and no anomalies were found. The analyst noted the full delivery system was returned with the device intact with the tether but no fully recaptured in the device cup. The deployment button was not in the recaptured position on the handle upon receipt. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us / expiration date: 28-nov-2022 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: yes, return date: 23-aug-2021. Concomitant products: no. Dev rtn to MFR? Yes. Mfg date: 08-jun-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the patient experienced perforation and pericardial effusion. It was further reported that prior to deploying the leadless implantable pulse generator (ipg), the delivery system was guided to a low right ventricle septal position, and verified with contrast in both right anterior oblique and left anterior oblique fluoroscopic images. After the first contrast image, the leadless ipg delivery system was repositioned system higher on the right ventricle septum. The second contrast injection showed contrast staining in the right ventricle and an right ventricle perforation was suspected. Intraoperative echo imaging was performed revealing a pericardial effusion. The patients pulse and blood pressure dropped and a code blue was called. The patient was intubated and a pericardiocentesis was performed to remove the blood from the pericardial space. The patient was stabilized hemodynamically and was sent to surgery for surgical repair. The leadless ipg was attempted/not used and replaced. No further patient complications have been reported as a result of this event.